Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer had experienced at least three occurrences of the same malfunction with the pump. Technical support advised the caller that they would receive a replacement pump with updated software and provided instructions on using a g7 sensor. Additionally, training for the new pump will be available through the customer's tandem source account. To ensure no interruption in insulin delivery, the caller was advised to contact their healthcare provider for backup therapy, as no backup was currently available. Technical support arranged for the replacement pump to be sent to the confirmed shipping address, with signature required for delivery, and provided instructions for returning the malfunctioning pump to tandem via ups within 10 days. Customer acknowledged and understood these instructions.

Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. No actions were taken by the customer to address the high glucose level, but the pump malfunction was not incapacitating. The pump was replaced to resolve the issue, and the caller was advised to contact their healthcare provider for backup therapy, as no backup was currently available.